Manufacturer narrative:
A device history review was performed and confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. On (B)(6) 2026, intera oncology shipped a return kit to the clinic to retrieve the device for examination. To date, the pump has not been returned. In addition, intera oncology has sent out follow-up communications to the clinic multiple times to obtain additional information and have not received a response each time. Therefore, once we receive the pump and it's evaluated, a supplemental report will be submitted.

Event description:
Intera oncology received a report from a physician that during refill on (B)(6) 2025, the pump's residual volume was approximately 29 ml. At that time, the special bolus pathway was flushed without resistance. The pump was filled with heparinized saline. The patient presented again on (B)(6) 2025, and the residual volume was approximately 30 ml. A flow study was performed and the result was normal with a patent catheter. No additional imaging or work up was completed. The pump was explanted on (B)(6) 2026.